Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's pacemaker could not be interrogated remotely on (B)(6)2021. Replacement of the transmitter did not resolve the issue. No further actions were taken at this time. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the patient was brought into the clinic, where rf telemetry was successfully restored when interrogated with a programmer.